Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative that the reason for the increased seizure activity remains unknown; however, the patient appears to be doing well at 2.0 ma stimulation. The physician confirmed this.

Event description:
It was reported that the patient's mother stated the patient experienced multiple seizures on (B)(6), which were unable to be stopped, with the cause of the seizures remaining unknown. The patient was in the emergency room awaiting a call back from the on-call neurologist. It was noted that the patient could switch to an older or lower group if dbs therapy were suspected to contribute to the increase in seizures. The issue was unresolved at the time of the report, and no further information was available from the healthcare professional. Additional information received from the manufacturer's representative on may 21, 2025, indicated that the patient was admitted to vcu, where the doctor interrogated the dbs and reduced the settings from 2.5 ma to 2.0 ma to evaluate whether this adjustment could reduce the seizures. The doctor suggested the increase in seizures might be related to an unknown stressor or increased paresthesia from the dbs adjustment. The patient, who is non-verbal, is unable to communicate discomfort from the adjustment or other potential underlying issues. The patient was scheduled to be discharged and will return to the clinic for follow-up next wednesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.